Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/30/2014 with the following findings: the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed no issues related to a motor failure. The piston was able to move during the prime step. The motor was tested and found to be able to move freely in either direction. Unrelated to the complaint, occlusion alarms were observed in the pump¿s black box and were duplicated during the prime sequence. The force sensor calibration was found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported the piston was not moving during rewind, load, and prime with audible motor sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.